Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 3.4; lab: 2.63.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio meter = 3.4 inr; reference = 2.63 inr; mean = 3.02 inr; confidence limits = 1.8-4.2. Per description, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Customer results analyzed and accuracy confidence limits were met. Time elapse between results not indicated. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Product deficiency not established. No further action required. As of 11/04/2009, 20 discrepant result complaints were reported for lot #216965 yielding a complaint rate of 0.011%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time as product deficiency not established.